Event description:
Boston scientific received additional information that a representative for this patient has filed a lawsuit. The legal claim included information obtained from four different medical facilities, where two physicians were specifically named. The medical records were reviewed by a medical malpractice attorney. His description provided some new information as well as some clarification to the original information submitted. It was noted that the patient was hospitalized on (B)(6) 2012 with chest discomfort and questionable problems with the right ventricular (rv) lead due to increased thresholds. No intervention was required after a chest x-ray and echocardiogram were unrevealing. Then, four days later the patient suffered the cardiac arrest and was found to be in ventricular tachycardia at a rate of approximately 170-180 bpm. The patient was resuscitated, but never regained consciousness and was declared brain dead and then subsequently died. The medical records validated the ICD did not shock the patient because the vt rate was below the programmed rate cut off of 200 bpm. An EKG and cardiac MRI were consistent with the autopsy demonstrating an right ventricular cardiomyopathy characterized as arrhythmogenic right ventricular dysplasia with fatty infiltration of the right ventricle. The attorney concluded that based on his education, training and experience, his opinion is that both patient's physicians were negligent and failed to meet the aforementioned standards of care in their management of the patient. The attorney believed the physicians breached the standards of care, including negligent acts and omissions in their evaluation and treatment of the patient; and as a result, caused her subsequent cardiac arrest and brain death. The attorney believed the cardiac arrest leading to the patient's death was preventable if the physicians had complied with the standards of care.

Event description:
Additional information was received that the patient's status had been changed to do not resuscitate (dnr) and the device tachy therapy was programmed off. The patient expired (B)(6) days after the reported event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced undersensing of ventricular fibrillation (vf) that lead to a syncopal event while the patient was out shopping. The patient called 911 just before they passed out. It was noted that the patient had torsades and multiple shocks were given. Additionally, there was loss of ventricular capture. Boston scientific technical services (ts) was consulted and strips were sent in for review. Ts stated that the first strips showed the arrhythmia was below the rate cut off (rco) and fell then into ventricular tachycardia (vt) monitor only (mo) zone. Ts stated that the following strips showed possible undersensing based on the rv egm and it looks like the device may have been sensing appropriately based on shock egm. Ts discussed that rv egm channel, although not clean in appearance, does not appear to be missing any signals when it is compared to shock egm morphology. Ts could not confirm loss of capture (loc) some of the vpaced events may be pacing into intrinsic depolarization which looked like fusion. Ts suggested that the best way to assess capture would be commanded test which did not produce capture. At this time, no intervention is planned. To date, no adverse patient effects have been reported.